Event description:
Customer's father called regarding the safety notice scroll wrap letter. Customer's father stated that he may have over-bolused. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners and belt clip slot.